Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using a remote electronic connection method on (B)(6) 2017, and these test well images unexpectedly appeared visually negative for the first blood sample, and the second blood sample test well showed slight red blood cell adherence. The full and complete customer phone extension number was (B)(6).

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument on (B)(6) 2017.